Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy irritation on her back and under the front therapy electrode. The patient's physician prescribed hydrocortisone cream. The irritation improved after using the prescribed hydrocortisone cream